Event description:
It was reported that the sterility was compromised. An opticross¿ imaging catheter was used for intravascular ultrasonography (ivus). Prior to the opening of the package, it was noted that the packaging was damage. For this, the physician knew that the sterility was compromised. While opening the imaging catheter, it was also noted that the kit was incomplete: the syringe and the adaptor were missing. The device was then disposed. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
(B)(4). The complaint device was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).